Manufacturer narrative:
Philips service replaced the geo ipc and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mechanical movement failure occurred due to geo ipc mainboard defect on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.